Manufacturer narrative:
Based upon available info, shipping damage of the troponin (octn) test module enroute to another country is suspected.

Event description:
A falsely elevated troponin (octn) result of 4.11 ng/ml was obtained for a pt. The results were reviewed by the supervisor and the quality control (qc) was tested. The octn quality control result was out of range. The same sample was retested. The repeat result was <0.1 ng/ml. The operator examined the test module from the falsely elevated octn and determined that it was pink indicating possible reagent leakage. There were no adverse health consequences as a result of the initial falsely elevated octn result. Shipping damage is suspected.